Event description:
This is a spontaneous case report received from a medical doctor in united states on 25-aug-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on unspecified date for permanent sterilization. On unspecified date a picture was taken, prior to patient having salpingectomy and hysterectomy. The picture showed that looks like essure device perforated through the fallopian tube, on the same side where patient was complaining of pain. This doctor did not do the essure procedure; however, he did perform the salpingectomy and hysterectomy. The patient was doing fine. Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that a picture was taken and the result showed essure device perforated through the fallopian tube. A salpingectomy and hysterectomy were performed. This event is serious due to its medical importance and listed in the reference safety information for essure. Fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage) and most often during insertion. In this particular case, the exact date and mechanism of fallopian tube perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information (uterine tubal perforation questionnaire) has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information was received on 28-sep-2015 via essure health care provider uterine/tubal perforation questionnaire. Patient's initials, date of birth, height and weight were provided. Previous gynecological intervention included c-section. She denied any previous gynecological problems or procedures and any relevant medical history or concurrent condition. She had 01 pregnancy and 01 live birth. Abortion, spontaneous abortion, elective abortions, therapeutic abortions and ectopic pregnancies were denied. She was not pregnant. On (B)(6) 2014 essure was implanted. She was 4 months post-partum. The reporter physician did not do the procedure. The patient experienced pelvic pain and on (B)(6) 2014 an ultrasound was performed and showed right coil in lower uterine segment. Left coil was in place. It was reported that tubal perforation was unilateral left (contradictory information as left coils was in place). No organ or intra-abdominal structure was perforated. On (B)(6) 2015 total laparoscopic hysterectomy and essure removal was done due to patient request. There were no signs and symptoms of infection. She recovered from the essure removal procedure and patient's symptoms/pain resolved after surgery. The patient was doing well. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was initially reported that a picture was taken and the result showed essure device perforated through the fallopian tube. Follow-up information received informed that an ultrasound showed right coil in lower uterine segment and the tubal perforation was unilateral left (which is contradictory information as left coil was in place). No organ or intra-abdominal structure was perforated. A salpingectomy and hysterectomy were performed. Patient was going well. The event device perforated through the fallopian tube, right coil in lower uterine segment is serious due to its medical importance and listed in the reference safety information for essure. In this particular case, the exact date and mechanism of perforation and consequently dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Follow-up received on 07-dec-2105: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was initially reported that a picture was taken and the result showed essure device perforated through the fallopian tube. Follow-up information received informed that an ultrasound showed right coil in lower uterine segment and the tubal perforation was unilateral left (which is contradictory information as left coil was in place). No organ or intra-abdominal structure was perforated. A salpingectomy and hysterectomy were performed. Patient was going well. The event device perforated through the fallopian tube, right coil in lower uterine segment is serious due to its medical importance and listed in the reference safety information for essure. In this particular case, the exact date and mechanism of perforation and consequently dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.